Manufacturer narrative:
The insulin pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Also, the bolus wizard functioned properly. However, the insulin pump did have a scratched display window.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 625 mg/dl. The customer's father stated that while at school, the customer's blood glucose level dropped from 421 mg/dl to 84 mg/dl within ten minutes. The customer's father also stated that the customer uses an mmt-381 silhouette infusion set, lot 640711. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.